Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. Cypher select product is not distributed in the us; however, it is similar to us distributed cypher product.

Event description:
This patient was admitted for placement of a cypher select stent. The device appeared normal prior to use. While advancing the stent delivery system, the physician noted that the device could not be advanced beyond the curve of the guiding catheter. The stent delivery system was removed from the guiding catheter and it was found that the balloon had started to inflate without being inflated and there was the appearance of balloon overhang on either side of the stent. There was no reported patient injury.